Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> according to the information received: "the proximal part of the block broke away above the metal cutting slot. The metal cutting slot detached from the block as a result of the breakage. All parts were retrieved from the operative site, no surgical delay reported. Instrument has been discarded by the hospital" and "the complaint relates to the tibial cutting block. It was on the tibial guide just above the metal cutting slot which came away from the block. I believe he was using quite a standard cutting blade, not sure of exact details though". The device associated with this report was not returned to medtech orthopaedics for evaluation. The investigation could not confirm the reported event. A product development investigation was performed and it was concluded that the segmentation is designed within trumatch specifications and no issues were identified. A manufacturing record evaluation was performed for the finished device product code: 420915 lot number: tmk00096825 product name: trumatch CT cut guide kit l, and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed for the trumatch CT cut guide kit l. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device product code: 420915 lot number: tmk00096825 product name: trumatch CT cut guide kit l, and no non-conformances or manufacturing irregularities were identified. A manufacturing record evaluation was performed for the finished device tmk00096825 lot number, and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: "the complaint relates to the tibial cutting block. It was on the tibial guide just above the metal cutting slot which came away from the block. I believe he was using quite a standard cutting blade, not sure of exact details though".

Event description:
It was reported that the proximal part of the block broke away above the metal cutting slot. The metal cutting slot detached from the block as a result of the breakage. All parts were retrieved from the operative site, no surgical delay reported. There was no patient impact.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: e1: (B)(6) hospital. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.